Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure wires embedded within cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping.(salpingectomy) (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, fatigue, alopecia, weight increased, cystitis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff have not received treatment for pain, bleeding and injuries/symptoms. Date(s) of removal: (B)(6) 2019 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, result was unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Lot number: 624474 manufacture date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure wires embedded within cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping.(salpingectomy) (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, fatigue, alopecia, weight increased, cystitis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff have not received treatment for pain, bleeding and injuries/symptoms. Date(s) of removal: (B)(6) 2019 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, result was unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia lot number: 624474 manufacture date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Evenet "essure wires embedded within cornua" was added. Reporter information was added. Product code updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: confirmation test? Yes. Date: (B)(6)2008. Result: unknown. Concurrent conditions included vaginal discharge. Concomitant products included oral contraceptive nos. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping.(salpingectomy) (bilateral)). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, fatigue, alopecia, weight increased, cystitis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff have not received treatment for pain, bleeding and injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporter information, concomitant drug added. Event : bladder infection, excessive bleeding, abnormal bleeding (vaginal) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping.(salpingectomy) (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, fatigue, alopecia, weight increased, cystitis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff have not received treatment for pain, bleeding and injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, result was unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Lot number: 624474 manufacture date: 2007-05 expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: confirmation test? Yes. Date: (B)(6) 2008. Result: unknown. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping.(salpingectomy) (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff have not received treatment for pain, bleeding and injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), other injuries/symptoms: fatigue, hair loss and weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.